Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed button error. The patient's blood glucose at the time of incident is unknown. The customer replaced the battery and the insulin pump began to work for a while, but then the button error alarm recurred and the buttons became unresponsive. The insulin pump will be returned and replaced.

Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.